Event description:
Follow up information received clarified that this event involved a permanent implant neurostimulator and did not occur during the trial phase. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3487a lot# unknown implanted unk explanted unk.

Event description:
It was reported that the lead was poking out of the skin. A revision was performed on (B)(6) 2012. No products were explanted. The patient was being followed and was doing fine. Additional information has been requested but was not available as of the date of this report.